Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Images were not provided. Medical records were provided and reviewed. Approximately, three and half years later, patient presented with abdominal pain. Subsequently, CT revealed legs extending beyond the lumen of the inferior vena cava. Approximately, one year later, the filter was retrieved successfully. Therefore, the investigation is confirmed for perforation of the ivc. However, the investigation is inconclusive for filter migration. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and cardiac arrest, argatroban failure. At some time post filter deployment, it was alleged that the filter migrated and struts perforated the vena cava wall, ivc. The device was removed percutaneously. The current status of the patient is unknown.